Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6) 2010, as part of the (B)(4) study clinical trial. On (B)(6) 2011, during the per-protocol study stent removal procedure, the stent was unable to be removed due to intra-biliary stent migration and overgrowth in the proximal part of the stent. Additionally, the patient experienced mild pancreatitis due to the failed attempt in removing the study stent. The patient was treated medically as an inpatient. On (B)(6) 2011, the event was resolved and the patient was discharged. Plans for a future removal of the study stent are unknown at this time. The relationship between the event of post ercp pancreatitis and the study stent removal procedure was reported to be "highly probable," per the investigator. Additional information received since november 23, 2011: "plans for future removal of the study stent have been scheduled for the week of (B)(6) 2011." Additional information received since january 27, 2012: on (B)(6) 2011, the patient was scheduled to undergo a per-protocol study-stent removal. Subsequently, the stent was not removed as a cholangiography showed proximal and distal tissue ingrowth. Four plastic stents were removed from the patient and a non-investigational self-expanding metal stent (sems) was implanted for decubitus. On (B)(6) 2012, the patient underwent a per-protocol study stent removal. Both the study stent and non-study stents were removed without any complications. A post study stent removal cholangiography showed that the stricture had resolved. According to the site, "by insertion of a fully covered sems into the unretrievable fully covered wallflex, we obtained decubitus on the ingrowth and we succeeded in removing the stent."

Manufacturer narrative:
Additional information. Although the exact 'explanted date' is unknown, it was reported that "plans for future removal of the study stent have been scheduled for the week of (B)(6) 2011." A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A labeling review identified that this device was not used per the directions for use (dfu) / product label. However, the device was used as per the (B)(4) study protocol to assess the safety and performance of temporary placement of the wallflex biliary rx fully covered stents as a treatment of biliary obstruction resulting from benign bile duct strictures. Based on the details of the complaint, stent migration, tumor overgrowth and pancreatitis are all listed in the dfu for this product as potential complications associated with the use of this device; therefore, the root cause is anticipated procedural complication.

Manufacturer narrative:
A visual examination of the returned device revealed that only a deployed stent was returned. The stent had been cut longitudinally and it was noted that the retrieval loop had partially detached from the stent. Several holes were present in the stent cover and it appeared as though dried blood was present at several locations inside the stent cover. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and the device was used per the (B)(4) study protocol. The most probable root cause of this investigation is anticipated procedural complication as pain, stent migration, pancreatitis, wire mesh disruption and stent fracture are all listed as potential complications associated with the use of this device in the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4). Block g3:foreign source: italystudy source: e7016 wallflex biliary fc benign stricture study clinical trialblock h10the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6) 2010, as part of the (B)(4) study clinical trial. On (B)(6) 2011, during the per-protocol study stent removal procedure, the stent was unable to be removed due to intra-biliary stent migration and overgrowth in the proximal part of the stent. Additionally, the patient experienced mild pancreatitis due to the failed attempt in removing the study stent. The patient was treated medically as an inpatient. On (B)(6) 2011 the event was resolved and the patient was discharged. Plans for a future removal of the study stent are unknown at this time. The relationship between the event of post ercp pancreatitis and the study stent removal procedure was reported to be "highly probable", per the investigator. Additional information received since (B)(6) 2011. "Plans for future removal of the study stent have been scheduled for the week of (B)(6) 2011." Additional information received since (B)(6) 2012. On (B)(6) 2011, the patient was scheduled to undergo a per-protocol study-stent removal. Subsequently, the stent was not removed as a cholangiography showed proximal and distal tissue ingrowth. Four plastic stents were removed from the patient and a non-investigational self-expanding metal stent (sems) was implanted for decubitus. On (B)(6) 2012, the patient underwent a per-protocol study stent removal. Both the study stent and non-study stents were removed without any complications. A post study stent removal cholangiography showed that the stricture had resolved. According to the site, "by insertion of a fully covered sems into the unretrievable fully covered wallflex, we obtained decubitus on the ingrowth and we succeeded in removing the stent". On (B)(6) 2012, the following information was reported to boston scientific. On (B)(6) 2012, the independent medical reviewer has adjudicated the following event as related to the study device. "Post-ercp pancreatitis resulted from the failed attempt to remove the study stent". According to the study site, on (B)(6) 2011, the patient developed post ercp pancreatitis. An x-ray showed no current radiographically appreciable parenchymal changes. Post-procedure, the subject had a pancreatic episode with abdominal pain at bar. Subject also had an increase in the values of the amylase and the indices of cholestasis, and neutrophilic leukocytosis. Subject underwent intravenous hydroelectrolytic and antibiotic therapy and testing, with progressive benefit and resolution of the episode. The issue was resolved without any residual effects.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6) 2010, as part of the (B)(4) study clinical trial. On (B)(6) 2011, during the (B)(4) study stent removal procedure, the stent was unable to be removed due to intra-biliary stent migration and overgrowth in the proximal part of the stent. Additionally, the patient experienced mild pancreatitis due to the failed attempt in removing the study stent. The patient was treated medically as an inpatient. On (B)(6) 2011 the event was resolved and the patient was discharged. Plans for a future removal of the study stent are unknown at this time. The relationship between the event of (B)(4) and the study stent removal procedure was reported to be "highly probable", per the investigator. Additional information received since (B)(6) 2011. "Plans for future removal of the study stent have been scheduled for the week of (B)(6) 2011."

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6), 2010, as part of the (B)(4) wallflex biliary fc benign stricture study clinical trial. On (B)(6), 2011, during the per-protocol study stent removal procedure, the stent was unable to be removed due to intra-biliary stent migration and overgrowth in the proximal part of the stent. Additionally, the patient experienced mild pancreatitis due to the failed attempt in removing the study stent. The patient was treated medically as an inpatient. On (B)(6), 2011 the event was resolved and the patient was discharged. Plans for a future removal of the study stent are unknown at this time. The relationship between the event of post ercp pancreatitis and the study stent removal procedure was reported to be "highly probable", per the investigator.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6) 2010, as part of the (B)(4) trial. On (B)(6) 2011, during the per-protocol study stent removal procedure, the stent was unable to be removed due to intra-biliary stent migration and overgrowth in the proximal part of the stent. Additionally, the patient experienced mild pancreatitis due to the failed attempt in removing the study stent. The patient was treated medically as an inpatient. On (B)(6), 2011 the event was resolved and the patient was discharged. Plans for a future removal of the study stent are unknown at this time. The relationship between the event of post ercp pancreatitis and the study stent removal procedure was reported to be "highly probable", per the investigator. Additional information received since (B)(4), 2011: "plans for future removal of the study stent have been scheduled for the week of (B)(6) 2011." Additional information received since (B)(4) 2012: on (B)(6), 2011, the patient was scheduled to undergo a per-protocol study-stent removal. Subsequently, the stent was not removed as a cholangiography showed proximal and distal tissue ingrowth. Four plastic stents were removed from the patient and a non-investigational self-expanding metal stent (sems) was implanted for decubitus. On (B)(6) 2012, the patient underwent a per-protocol study stent removal. Both the study stent and non-study stents were removed without any complications. A post study stent removal cholangiography showed that the stricture had resolved. According to the site, "by insertion of a fully covered sems into the unretrievable fully covered wallflex, we obtained decubitus on the ingrowth and we succeeded in removing the stent."

Manufacturer narrative:
Study source: (B)(4) study clinical trial.